Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02317. It was reported the patient is experiencing a numbing sensation in the right leg. The patient also stated he had a fall around the time the issue occurred. Troubleshooting/reprogramming did not resolve the issue. Diagnostic testing revealed high impedance values on multiple lead contacts. X-rays were inconclusive for fracture. Consequently, the patient will undergo surgical intervention to address the issue.

Event description:
Device 1 of 2 : reference MFR. Report#: 3006705815-2018-02317. Follow-up information revealed the patient underwent surgical intervention wherein the right lead was explanted and replaced. Reportedly, effective therapy was confirmed post-operative. Please note; it is unknown which lead was explanted and replaced. Therefore, all suspected devices are being reported as explanted.